Event description:
Event description guidant received information that the impedances for this ventricular lead have been rising steadily since for the last four months. They were stable in the low 800's, now they are around 1050 ohms. Technical services advised to test the lead with the patient doing isometrics. Once done, noise appeared on the lead. Also, the pacemaker is on an advisory. The caller will advise the doctor of a possible fracture. The lead has been implanted over 17 years.